Event description:
Reporting status: malfunction. Reporting rationale: balloon rupture is likely to cause or contribute to patient injury. Device issue: balloon rupture. It was reported that the procedure was to treat the left anterior descending (lad) lesion using a promus stent delivery system (sds); however, when the balloon was inflated at 10 atm, it ruptured. There was no harm to the patient and the balloon was removed successfully. The stent was not fully deployed, but deployed, enough at 10 atmospheres. Post dilatation was done to expand it further and to post-dilatate the overlapping of the promus stent just distal to it. No additional event or patient information is available. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vascular's drug eluting stent in the us. Promus is manufactured by abbott vascular.

Manufacturer narrative:
.